Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between pd therapy on the liberty select cycler with cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the event of peritonitis and the liberty select cycler or cycler set. Additionally, there is no allegation of a device malfunction or cycler set leak or defect reported for this event. Pd patients are at risk of infection due to a compromised immune system and the fact that dialysis techniques increase the risk of microbial contamination. (Akoh, 2012) it is unknown if this patient followed proper aseptic technique during treatment. The majority of peritonitis cases are a result of touch contamination. (Salzer, 2018) based on the limited information and no reported allegation of a malfunction or deficiency, the liberty select cycler and cycler set can be excluded as the cause of the patient event of peritonitis.

Event description:
It was reported that a peritoneal dialysis (pd) patient was diagnosed with peritonitis on an unknown date. No further details were provided. Multiple follow up attempts were made with the patient and their clinic to request additional details, however, to this date no responses have been received. There was no alleged malfunction of a fresenius device, drug, or product.